Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had experienced subsequent low flows post implant despite proper pump positioning and securing. It was reported the pt had a small ventricle and small body habitus. The pump speeds ran on the lower end of the spectrum. The pt experienced right heart failure symptoms and was supported with drips. The vad team attempted to manage the pt with pharmacological support and lower pump speeds; however, she continued to have low flows and developed a potential pump thrombus. Ldh was elevated and pump did not unload the ventricle adequately. Support was eventually withdrawn and the pt expired on (B)(6) 2014.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The attached user facility report was received from the (B)(6) registry. Device evaluated by manufacturer: no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the intermacs report indicated "plasma free hgb 41.5; ldh 1696, blood in ua".